Manufacturer narrative:
Sex: unk weight: unk ethnicity: unk race: unk date of event: unk expiration date unk implant date: unk explant date: unk health impact- clinical code: 4581 - low ecc counting claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm icl implantable collamer lens, in the patients right eye (od). Post-op the eye has low ecc counting, anterior and subcapsular cataract. The eye is pending cataract surgery and endothelial transplantation/due to corneal decompensation. The lens remained implanted. Additional information has been requested but none has been forthcoming.